Event description:
A customer contacted beckman coulter inc. (Bci) regarding two patient samples misidentified by the coulter lh 750 analyzer. The first patient was run in the automatic mode and the instrument assigned the previously run patient's sample ID# to the patient. The customer reran the patient sample in the automatic mode and also read the barcode ID with the handheld scanner and reran the sample in the manual mode, both reruns read correctly. The second patient sample was run in the manual mode with the barcode handheld scanner. This sample was misidentified with the previous patient sample ID# that was run in the automatic mode. This sample went to the lab information system (lis) with the wrong patient's sample ID# and demographics. The sample was rerun in the manual mode using the handheld scanner to read the barcode ID. This time the barcode read correctly. Both patient's mis-ID's were recognized because of error messages from the lis system that told the operator that patient had already been resulted. The erroneous results were not reported outside the laboratory. Based on available information there was no affect to patient.

Manufacturer narrative:
Per field service engineer (fse), check sum digit is enabled. The customer barcode symbology is codabar. The instrument has software version 2d and the laser style bar code reader. On (B) (6) 2008 the customer called the hotline to state the lh750 had intermittent communication errors and has to be reset often. The customer also complained that the latron control files were missing after the controls were run. The fse visited the customer account and re-imaged the workstation. The fse performed a bar code read rate test and verified instrument operation. The instrument was serviced for communication errors and to control file corruption. As of (B) (6) 2008, no other barcode mis-ID errors have been reported by the account. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report. (B) (4).